Event description:
It was reported that the patient received ems treatment for hypoglycemia; no additional information regarding pump function is available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that is was operating within required specifications at the time of release. The patient reported, he experienced hypoglycemia 2-3 hours after his physician adjusted both is basal and bolus insulin doses, no additional information regarding pump function is available at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.